Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. Radiographs identified the polyethylene wear of the acetabular cup. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk, unk liner, lot # unk. Item# unk, unk cup, lot # unk. Item# unk, unk stem, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04729.

Event description:
It was reported patient has been indicated for hip revision for unknown reasons ; however, no revision has been reported to date.